Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, that the patient missed an alert on phone was reported. It was reported that the operating system for the smart device was not a supported system. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be determined. A root cause cannot be determined. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation, of the patient reports no notification was received for an urgent low. The reported allegation was not found. The patient received the notification for an urgent low at 3.1 mmol/l and the alert was acknowledged. The root cause could not be determined.